Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Reader was powered on and displayed an ER-2 message. Reader was connected to software and event log was downloaded. This event log was observed on or near the case awareness date in the parsed reader log excel. Command was sent by using approved software and response was observed. Again command was sent using approved software and observed response was other than the serial number printed on the back of the reader. Command was sent on software and the reader serial number was reconfigured. Observed error message was disappeared after reconfiguring the serial number. Built-in reader test was passed successfully. Visual inspection has been performed on the returned reader, no issues were observed. A self-test was performed using the reader's own software, and the reader indicated it passed all self-tests. The phase 1 investigation and event log was reviewed, error code 264 was observed. On start up the reader performs a self-check with the third character of its own serial number to ensure the proper unit of measure (uom) was used. The observed ER-2 code was disappeared after the serial number was reconfigured, confirming a corruption setting in the external flash memory. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received an error 2 message on their meter display and was unable to obtain glucose readings. The customer experienced weakness, a loss of consciousness and was administered glucagon subcutaneously from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The date of event is unknown. The date entered in section b3 is from the customer¿s report the event occurred ¿mid october 2024¿. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received an error 2 message on their meter display and was unable to obtain glucose readings. The customer experienced weakness, a loss of consciousness and was administered glucagon subcutaneously from a non-healthcare professional for treatment. There was no report of death or permanent impairment associated with this event.